Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 1001-xxxx, lot # unk, description: unknown morse taper head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain.

Event description:
It was reported that, "the surgeon commented that the patient was experiencing pain. He opted to remove the cup. He did remove and reimplanted a depuy griptron cup. No more information available."